Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for gastrointestinal/pelvic floor. Patient said he turned the device off because it wasn't working. Patient said he started having problems after he had a rhizotomy. Patient said he had to turn stim up and really high to feel stimulation. Patient said he has urinary and fecal incontinence. Patient said a valve was put in to help with the urinary incontinence. Patient said the device was hurting and they are discuss removing the whole system. There were no further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care physician (hcp) via a manufacturer representative (rep). In response to the inquiry for device status, the rep reported that they did reach out to the clinic and that the patient still had the device. The rep reported that the patient had not been seen by the health care physician (hcp) since (B)(6) 2019.